Event description:
It was reported by service report that the litter is leaning to the left and the frame was spongy. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.